Manufacturer narrative:
The report of a thrombus on the aortic valve could not be confirmed and a specific cause for the presence of this deposition could not conclusively be determined through this evaluation. Peripheral thromboembolic events are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient weight was not provided. (B)(4). Approximate age of device ¿ 1 day. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6). On (B)(6), the patient underwent a transesophageal echocardiography. Findings were notable for layered thrombus seen on the non-coronary cusp of the aortic valve, which does not open. Ptt goal for heparin drip was increased for thrombus. No further information was provided.